Event description:
It was reported that a spectrum pump over infused chemotherapy; doxorubicin 80mg ivpg 24-hour infusion going at 10ml/hour. There was nothing unusual found during troubleshooting that would cause or contribute to the alarm. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received for evaluation. During functional testing, an over infusion was not reproduced. The device was sent for flow rate accuracy test and found to under infuse. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be the pressure plate travel setup. The pressure setup will be performed to address this issue. Should additional relevant information become available, a supplemental report will be submitted.